Manufacturer narrative:
For the one pending event, the investigation did not identify a product problem. The cause of the event was found to be a preanalytic issue. The customer did not follow product labeling for the assay which states to perform peg sample pretreatment for implausible high prl ii samples.

Manufacturer narrative:
For one event, the investigation determined the mixer was damaged. Follow up actions for this event include: the mixer was replaced. For five events, the investigations did not identify a product problem. The specific cause of the events could not be determined. Follow up actions for one of these events include: the field service engineer checked and adjusted the instrument's pipetting. The customer was not using the rack adapter with the 13 mm samples tubes. They have since started to use the rack adapter with their 13 mm sample tubes. Follow up actions for one of these events include: pinch tubing was exchanged and cleaning maintenance was performed. Follow up actions for one of these events include: the pipetting and pre-clean station were checked. Probe alignment and washing were checked. There were no follow up actions for two of these events. For one event, the investigation determined the solenoid valve controlling a probe failed. Follow up actions for this event include: the valve was cleaned and lubricated. The customer ran controls and ran patient sample comparisons with another instrument. The patient sample results matched. For one event, the investigation found the issue with the tubing was the cause of the event. Follow up actions for this event include: the pinch valve tubing was changed. For one event, the investigation did not identify a product problem. The specific cause of the event could not be determined. The malfunction is consistent with the service findings. Follow up actions for this event include: service found the sample probe was misadjusted. For one event, the investigation is ongoing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. (B)(4).

Event description:
This report summarizes <noe>10</noe> malfunction events. Questionable high results were generated by cobas 6000 e 601 module analyzers. The events involved a total of 21 patients with the following: nine discrepant results for the elecsys hcg + beta test system. One discrepant result for elecsys tsh. Five discrepant results for the elecsys ft4 iii assay. One discrepant result for the elecsys toxo igm immunoassay. Three discrepant results for elecsys ft3 iii. One discrepant result for the elecsys prolactin assay. One discrepant result for the elecsys calcitonin immunoassay. Nine patients' ages ranged between 21 years and 52 years old. The remaining patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were 9 females. The remaining patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.